Event description:
A malfunction code 16 was reported with the pump, which was not resettable and required a replacement. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use a backup insulin pump to maintain insulin delivery, while technical support arranged for the pump¿s replacement and provided instructions for putting the pump into storage mode. The customer was also instructed to return the malfunctioning pump using a prepaid label within 10 days, which they understood and acknowledged.